Manufacturer narrative:
Our field service engineer performed investigation and cleaned all internal pc boards and performed a preventive maintenance. The ventilator then passed pre-use check and was cleared for clinical use. No parts were replaced. The evaluation of the received device logs confirms the reported technical error codes. The ventilator passed pre-use check prior and after the actual ventilation period. The root cause of the generated technical error codes has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).